Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at a third party service center, the ventilator service required alarm complaint was confirmed and the device failed in testing. The technician states that a replacement of the affected parts and preventative maintenance will take place but there is no documentation stated on what test step failed or which component will be replaced to resolve the issue. If additional information becomes available at a later date, a supplemental report will be filed.